Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed that this was suggestive of calcification on the coil. This lead remains in service. The plan is continued monitoring. No adverse patient effects were reported.